Event description:
Related manufacturer report number: 2017865-2022-07856. Additional information was received indicating the right ventricular (rv) lead was explanted and replaced to resolve the event.

Event description:
During an in clinic follow up, a loss of capture, oversensing and low pacing impedance were noted on the right ventricular (rv) lead. Lead dislodgement was suspected. A lead revision is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.